Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device was not functioning resulting in the recurring incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The procedure went great and the new device is functioning.